Event description:
On (B)(6) 2011, pt reported her infusion set is leaking and she thinks the cannula is too short. Pt stated she will bolus and the infusion set will leak after she boluses. Pt reported the infusion set is not bent when she removes it. Pt stated that it is leaking at the infusion site. Pt reported she is using the insertion assist plus device. Pt stated since she started having concerns with the leaking, her blood glucose has been in the 300-500 mg/dl range. Pt's normal blood glucose range is around 80-130 mg/dl. Pt reported she has been taking shots to bring her blood glucose down. On call back on (B)(4) 2011 pt stated the infusion set she is currently using is not leaking. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.